Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a power cord issue in an arctic sun device, failed est and unable to drain pads or empty water. Per review of wo on 09sep2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Unit can be drained and refilled. The power cord issue is not confirmed. Est test passed as as3551 standard required. Power cord was replaced for preventative purposes. Device passed all applicable testing. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a power cord issue in an arctic sun device, failed est and unable to drain pads or empty water. Per review of wo on 09sep2025, there was no patient involvement.